Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of an "orange spot on the middle of the display ". This condition has the potential to cause an interruption of delivery. This condition was found in the central supply department. This event occurred during power up. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an "orange spot on the middle of the display" was confirmed and reproduced during product evaluation by baxter service personnel. This condition was attributed to spots on the main display due to a defective main display. To correct this condition, the main display was replaced.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.